Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section on the body of the balloon. It is possible that interaction with the scope or any other surface during the procedure could create friction on the balloon, causing the reported issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received a cre fixed wire dilatation balloon device with no associated information. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed found to have a balloon pinhole.